Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the laser probe tip did not fit into the cannula during a surgical procedure. The probe was exchanged to complete the procedure with no harm to the patient.

Manufacturer narrative:
Additional information is provided. Three 25 gauge illuminated flex curved laser probes were received and a visual assessment of the returned samples under a microscope showed signs of excess adhesive on all three cannula-nitinol junctions. One sample was also noted to have bent nitinol. When the samples were inserted through a 25-gauge trocar cannula, it became stuck, replicating the reported event. The 25 gauge illuminated flex curved laser probe was manufactured on january 29, 2018. There were (B)(4) associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to ineffective removal of excess adhesive. The manufacturer internal reference number is: (B)(4).